Event description:
A study reported that one patient with a su type 1 fracture experienced a deep wound infection that required debridement, irrigation, and further antibiotic treatment. The infection resolved without further complications. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown; lot# unknown; item name: unknown distal locking screw. Item# unknown; lot# unknown; item name: unknown distal locking screw. Item# unknown; lot# unknown; item name: unknown distal locking screw. Item# unknown; lot# unknown; item name: unknown distal locking screw. Report source-foreign-united kingdom. Report source-literature-journal article. The outcome of fixing distal femur periprosthetic fracture around total knee replacement using a locking plate non-contact bridging (ncb). Rahuma ma, noureddine h. Doi: https://doi.org/10.5704/moj.2203.007. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. The device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. However, there are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.